Event description:
Customer reported that there's zipper damage to one of the side panels. Customer could not specify the type of zipper damage. There was no pt incident or injury reported. Eval for the returned product shows that the window zipper slider body is open.

Manufacturer narrative:
(B)(4) - zipper damage. Eval results - eval for the returned canopy shows that the panel side a window zipper slider body is open. There is other damage to the canopy that is not pertinent to this claim. (B)(4).